Event description:
Esu equipment was being used for cautery during a vascular procedure. The doctor noticed interference with the pacing on the EKG monitor. Pacing ws discontinue while the esu was in use, when cautery was completed pacing was continued using model 2a. No other intervention was required, no injury to pt.